Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Manufacturer narrative:
(B)(4) most likely underlying root cause of malfunction user's test strip had poor storage.investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of "lo" blood results. Expected blood glucose results fasting range from 100 to 130mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test not able to be performed during call since test strips do not have proper storage. Verified storage of test strips is not within instructed specification since they are kept in bathroom. Test strip lot manufacturer's expiration date is 10/17/2016 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: "lo" 04/04/2015 07:21pm. 210mg/dl (B)(6) 2015 07:21pm. 207mg/dl (B)(6) 2015 07:21pm. 261mg/dl (B)(6) 2015 07:21pm. 102mg/dl (B)(6) 2015 07:21pm. No adverse event reported.

Event description:
Consumer complaint of "lo" blood results. Expected blood glucose results fasting range from 100 to 130mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call since test strips do not have proper storage. Verified storage of test strips is within instructed specification since they are kept in bathroom. Test strip lot MFR's expiration date is 10/17/2016 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: "lo", (B)(6) 2015, 07:21pm; 210mg/dl, (B)(6) 2015, 07:21pm; 207mg/dl, (B)(6) 2015, 07:21pm; 261mg/dl, (B)(6) 2015, 07:21pm; 102mg/dl, (B)(6) 2015, 07:21pm. No adverse event reported.